Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19jul2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The returned the gas delivery system (gds) system and was tested with no failures identified.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the device failed the airflow accuracy test. There was no patient involvement.